Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The cause of the reported incident could not be conclusively determined. However, it is possible that using a larger or smaller delivery system could have contributed to the reported event, however, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen for implant into atrial septal defect, utilizing a non-abbott delivery system. During deployment, the device was noted to deform to a cobra-like shape. After several attempts, it was decided to remove the device. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.